Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a ffr comet pressure wire and the connected rfid cable. The tip, device shaft, sensor port and the coefficient values was examined for damage or any irregularities. The shaft showed two kinks. The first kink was located 133cm from the tip. The second kink was located at 138cm from the tip. The device was plugged in to the test ffr link and all the test lights illuminated confirming the signal strength. The sensor port was clear of any material. Inspection of the remainder of the device revealed no damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire. The coefficient was confirmed to be in specification. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on analysis completed 17 july 2018. It was reported that the pressure guidewire would not equalize. An 185cm comet pressure guidewire was selected for use and could not be equalized for the procedure. The guidewire did not enter the patient's body. The procedure was completed with another of the same device. There were no patient complications. However, returned device analysis revealed some slight peeling of the device coating.